Event description:
The customer called to report high blood glucose. During the call the customer reported that she was hospitalized for cellulitis and sepsis. The blood glucose reading was 313 mg/dl. It was stated that the customer was nausea, vomiting, and had a fever prior to her admission. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime, displacement, and self test and the device passed the tests. However, the device alarmed motor error during the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.